Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 750 hematology analyzer was leaking. The volume of the leak was approximately 10 cubic centimeters (ccs) and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
Bec customer technical support (cts) guided the customer through the troubleshooting process. The customer stated that it appeared that the needle bellows were not draining. The customer flushed the needle drain and replaced the needle assembly. When the field service engineer (fse) arrived at the site, the customer advised the fse that the instrument no longer required service. The customer stated that almost 200 samples had been run without incident. Failure mode: the cause of the leak was the needle assembly. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).